Manufacturer narrative:
Follow-up # 1 date of submission 08/01/2014-device evaluation: the cartridge was returned and evaluated by product analysis on 07/18/2014 and the pump has been returned and evaluated by product analysis on 07/21/2014 with the following findings:a review of the black box showed several rewinds and only one load at the time of the complaint. During investigation, the pump was rewound and primed multiple times with no issue. The force sensor was found to be in calibration. No defects were found with the pump. The cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A force test was performed with no failures observed and no fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. It was alleged that the pump was not rewinding and was skipping ahead to the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.